Event description:
A pixel issue on the pump display was reported by a customer, affecting their ability to read the blood glucose value correctly. There was no adverse impact to the customer¿s blood glucose level. The pump was still under warranty, so a replacement was arranged by technical support, who also confirmed the shipping address. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy and was guided on how to put the faulty pump into storage mode before sending it back using a pre-paid label, which the customer understood and acknowledged.